Event description:
Device issue: difficulty advancing retrieval catheter. Time of device issue: during the procedure. Adverse event (ae): intervention required. It was reported via a trial that a stent was successfully implanted in the left common carotid artery lesion, via a right brachial approach. During filter retrieval, there was difficulty advancing the emboshield nav 6 retrieval catheter (rc) through the stent as resistance was met within the stent. The guiding sheath was advanced and the rc was easily advanced, captured and removed the filter. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause. The difficulty experienced during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Based on available information, a definitive cause could not be determined, however, it is noted in the case description that the vascular access used was brachial approach which could have been contributed to the event.